Event description:
Instrument failure/primary surgery. While using the 1/8" quick connect drill to evaluate the anterior resction of the femur the tip of the drill bit broke off in the anterior femur. The surgeon decided it would have been more detrimental to the patient to try and remove it and the drill bit was left in the patient.

Manufacturer narrative:
The reason for this complaint was to report the tip of the drill bit breaking off in the anterior femur while the surgeon was using the 1/8" quick connect drill bit to evaluate the anterior resection of the femur during the primary surgery. The tip of the drill bit was left in the patient; the surgeon decided it would have been more detrimental to the patient to try and remove it. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The primary surgery was completed as intended. The device was made available to djo surgical for examination on 1 sep 2016. Examination of the returned drill bit shows the bit broken just above where the drill flutes begin to taper out to the drill shaft major diameter. A review of the device history record (DHR) revealed the product was manufactured to revision level specifications. Based on the released date, the instrument may have been in service for over 5 months. A review of the product complaint report history showed previous complaints but there were no indications that this instrument has a design or material deficiency. This is the first complaint against a part form this lot number. The root cause of this event is attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. The fracture of the bit is typical of 455 sst in bending or torsion. Possibly in this case, the fracture may suggest the drill bit failed from a stress concentration that was created by excessive bending loads while in rotation. Surgical instruments condition can be determined while being used for its intended purpose. The replacement of surgical instruments due to normal wear and tear does not indicate a product deficiency, failure or issue. There are no indications that this instrument has a design or material deficiency therefore no containment of inventory is required.